Event description:
It was reported that there were difficulties advancing the lead intra-operatively, making it impossible to place the lead entirely into the epidural space. As a result, the lower electrodes were not in the epidural space. It was noted that there were problems with scar tissue. The reporter also indicated that high impedances were measured on electrodes 6 and 7. However, no troubleshooting was performed. There were no patient symptoms and the patient had great stimulation and coverage post revision.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).